Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her ins battery was exchanged for a new one. The patient reported that her previous ins was no longer functioning correctly and the pain she had before the ins was beginning to return. The patient reported that this started about 4 months prior to replacement. No further complications were reported.